Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (mid 200 mg/dl). Pump passed delivery system check. Customer changed out supplies to stabilize her blood glucose levels.